Manufacturer narrative:
Other text: , corrected data: h5. Was updated.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited error code 1260. Per reporter, they have changed batteries and attempted to restart the pump but it continues to alarm. No adverse patient effects were reported. Per reporter no additional information is available at this time.